Event description:
A male patient contacted lifecor customer support to report that he received several gong alarms, but did not know why they occurred. Support had the patient download and the download revealed several "battery pack fault" flags. Support sent a patient services rep (psr) to replace the patient's battery pack.

Manufacturer narrative:
Device eval summary - device eval of battery pack has been completed. The battery packs had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.